Event description:
It was reported during the procedure, when the right ventricle (rv) lead was placed a second time to find better threshold values, the helix would not properly extend or retract. Therefore, a new lead was used to complete the procedure. No adverse effects to the patient were reported.

Event description:
It was reported during the procedure, when the right ventricle (rv) lead was placed, high threshold values were observed. A second attempt was made to place the lead, but was still showing high threshold values, and the helix would not properly extend or retract. Therefore, a new lead was used to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially extended position, with the stylet in the lead. Visual inspection found dried blood around the housing and tip region. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of the high threshold allegation, as lead resistances measured normal. Laboratory analysis was able to confirm the helix allegation based on the x-ray observation of a necked-down cathode inner coil, near the terminal end, which blocked the passage of the stylet. Additionally, the x-ray showed no fracture as the crimp sleeve and lead tip/helix appeared normal. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.